Event description:
It was reported that this patient has a history of inappropriate shocks and has recently received a large amount due to oversensing of noisy signals with wandering baselines. It was also noted that the patient also has had some additional undersensing. Upon further review, oversensing was reproducible in secondary and alternate sensing vectors. Technical services discussed that these observations could be related to a possible electrode fracture, however imaging was performed which was inconclusive in determining if there was a true electrode fracture. The system was deactivated and the patient remains in the hospital facility with a life vest. No additional adverse events were reported.